Event description:
Received info regarding multiple cartridge alarm (cartridge alarm 19) with multiple cartridge during the load process. Customer's blood glucose level was not impacted. Customer was able to reload a cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up supplemental report will be submitted.